Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified that the master tool manipulator (mtm) gimbal spring was exposed. The fse replaced the mtm. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed and replicated the reported issue during in-house testing. The grip spring was missing, causing the grip to not open or close properly, confirming that the fault occurred in the field. A visual inspection was performed. Failure analysis noticed discoloration on the grip housing and lever. Other than that, no external mechanical damage, contamination, or abnormal conditions were observed. The unit was installed on the surgeon side console fixture test platform (sftp) with the golden grip spring installed and failed during testing: "verify encoder cal - wp, wy, ro and grip failed the following specs:grip_max_abs_ptec," "gravity balance test post sine cycle - sh failed the following specs:shoulder_max_imbalance," and "gravity balance test post sine cycle - el failed the following specs:elbow_max_imbalance, elbow_min_friction, elbow_min_margin." However, the unit passed after running recalibration sequence without any error. Physically opening and closing the grip seemed heavy and the issue occurred intermittently. A missing grip spring was found to be the root cause of the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the instruments on universal surgical manipulator (usm) 1 and 3 were not closing all the way. The customer reseated the drape and instrument on usm 3, but the issue continued. The customer did not reseat usm 1. The customer had a force bipolar instrument installed in usm 1 and a vessel sealer installed on usm 3. The technical support engineer (tse) recommended to re-drape usms 1 and 3 when they had an opportunity as well as a power cycle. The customer was continuing with the case. The procedure was completing as planned with no reported injury.